Manufacturer narrative:
The device was not returned for analysis. An event of difficult to advance through patient anatomy was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported difficult to advance through patient anatomy could not be determined. The patient effects of cardiac arrest, hemorrhage, hematoma, and hypotension could not determined. Death was related to patient's comorbidities. The reported unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, an amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f torqvue 45x45 delivery sheath. During advancement of the delivery system, resistance was encountered and advancement was stopped. On fluoroscopy, the sheath was wrapped around itself and kinked so the delivery system was removed and replaced. A 18f groin sheath was placed and the replacement 14f torqvue 45x45 delivery system was advanced. The delivery system experienced resistance when trying to cross the septum. The delivery system was removed and the septum was dilated. The delivery system was then able to cross the septum and advanced to the laa. Blood pressure became unstable so the case was aborted. No effusion or groin complications were observed. Once patient was brought to the recovery area blood pressure dropped. A hematoma was noted in groin area. Manual compression was performed, and the patient coded and died. It is believed that the patient had a bleed at the groin site and entered cardiogenic shock due to a low ejection fraction. The cause of the bleed is unknown as an arterial line had also been inserted.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.